Manufacturer narrative:
Visual inspection confirmed that tulip head disengaged from shank. There are multiple deformation marks on bottom of tulip head and slight indentation on screw shank head. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Device IFU was reviewed and the following was found to be relevant: "the doctor operating must take care not to use the instruments to exert inappropriate stress on the spine or the implants and must scrupulously comply with any operating procedure described in the surgical technique provided by stryker spine. For example, the forces exerted when repositioning an instrument in-situ must not be excessive as this is likely to causes injury to the patient". The most likely cause of the reported event was determined to be excessive force applied during spinal correction maneuvers.

Event description:
It was reported that during rotation of the xia ll polyaxial screw the tulip head of the screw came out of the shaft intra-operatively. No adverse consequences were reported. Surgery was successfully completed with a 10 minute delay.

Event description:
It was reported that during rotation of the xia ll polyaxial screw the tulip head of the screw came out of the shaft intra-operatively. No adverse consequences were reported. Surgery was successfully completed with a 10 minute delay.